Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the endoleak was located as a post-evar type ii endoleak. The coils did not deploy because resistance was felt when attempting to insert them into the microcatheter. Kinking was found after a few attempts. Prior to coil non-detachment, resistance was encountered when attempting to insert the coil into the microcatheter. After removal from the patient, kinking was observed on the pushwire.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-ap-ID (lot: unknown); product type: ; implant date: n/a; explant date: n/a; product ID: nv-3-8-helix (231600525); product type: ; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two concerto helix coils would not deploy. It was also reported that there was no alleged product issue. The product was replaced with a different model medtronic coil to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an endoleak. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included a merit maestro microcatheter.